Event description:
It was reported that the patient presented in clinic experiencing dyspnea. The atrial lead exhibited low impedance and noise. The noise could not be reproduced with isometrics. The device was reprogrammed and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.